Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a scratched display and cannot read the information on the screen. Customer's blood glucose was 50mg/dl at the time of incident. At the end of the phone conversation, the customer indicated that the screen could be read.